Manufacturer narrative:
The insulin pump powered up properly, no blank display noted and all operating currents are within specifications. The insulin pump passed self test and displacement test. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that he started to have issues with the display going out and coming back on. The customer stated that he changed the battery about 3 times this morning and put it back in and it never came back on. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.